Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. When they pulled off the infusion set, the cannula was bent. They treated the high blood glucose with a bolus from the insulin pump and syringes. The customer's current blood glucose level was 217 mg/dl. The device will not be returned for analysis.